Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a screwdriver used in ap lumbar f usion therapy for stenosis. Levels implanted: l4-s1 it was reported that the driver broke while trying to advance the screw. A fragment of the instrument is remaining in the patient - tip of the driver is in the screw. Patient symptoms are unknown. No further complications were reported/anticipated. Additional information was received from the manufacturer representative that there were no symptoms or complications that were caused by this event. There were also no extra procedures or extend hospital stay that were caused by this event.